Manufacturer narrative:
(B)(4). Date sent: 2/15/2024 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned electrode determined that the 0100 device was returned with the insulation damaged and not detached, exposing the metal substrate. The most likely cause of this damage is a result of the application of excessive mechanical forces such as contact with other instruments or objects that damage the edge of the insulation. For instance, contact with a sharp edge on the trocar during insertion or removal may cut or slice the insulation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch tcmmzr , and no non-conformances were identified.

Event description:
It was reported that during lap cholecystectomy, the tip of the megadyne hook peeled off a section of black cover was seen and retrieved. Case completed with the second device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/2302024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.